Event description:
It was reported to boston scientific corporation on july 22, 2008 that a c.r.e. Balloon dilatation catheter was used during an esophageal dilation in 2008 (patient gender, age and weight unknown). According to the complainant, the cre balloon would not pass through the scope and the physician then had difficulty removing the device from the scope. The procedure was completed successfully with another cre balloon dilation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was not reported.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed by the user facility and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.